Manufacturer narrative:
During inspection and testing, service found foreign material in the nozzle. The reported issue (air/water flow problems) was confirmed during testing. Clogging in the nozzle resulted in defective water drainage. In addition, the play in the angulation knob was out of specification due to the angle wire being stretched, angulation was insufficient due to the angle wire being stretched, the adhesive on the objective lens was peeling, the light guide lens was cracked due to handling, there were scratches on multiple parts of the device, the adhesive on the bending section cover was cracked, there was a flare in the image due to the peeling adhesive on the objective lens, and the connector was crushed due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported problems with the flow of air and water from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been a silicone tube or packing since it was black in color, but this could not be definitively determined. It is encouraged that the user facility review the handling situation of the device as needed. It is further encouraged that the user facility check if any abnormalities occur as the debris can fall off due to breakage of a cleaning tube, aw (air/water) button and a packing of water tank. Olympus will continue to monitor field performance for this device.